Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes¿ gel was presenting high rates of fibrin threads and red cell rings after centrifugation. No serious injury or medical intervention reported.